Event description:
It was reported that the device is not passing air leak test. No additional information.

Manufacturer narrative:
, Corrected data: removed a5.

Event description:
Additional information was received which indicated that the event did not occur while in use by patient, it was found during testing.